Event description:
(B)(4). Had numerous side effects from essure. Abdominal pain, hair loss, weight gain only in abdominal area, fatigue, rashes, lowered immune system(which caused several episodes of shingles) in the form of an immunoglobulin g subclass 1 deficiency, joint and tendon pain, migraines, and depression. I suffered from all of these symptoms from shortly after essure was placed. I didn't put the symptoms together with being caused by essure until years later. I had essure removed about 3 weeks ago and the change is amazing! My energy levels are back up, my hair isn't falling out, and I've lost (B)(6) pounds without any exercise (as I am still recovering).